Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00782. It was reported the patient lost stimulation with their right l2 drg lead. Diagnostics indicated the drg lead had high impedance. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Effective therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.